Manufacturer narrative:
Analysis not required. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted with the implantable pulse generator (ipg) system. The lower rate setting was optimized for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent capture was noted on the right atrial (ra) lead when programmed to a lower rate setting. The ra lead remains in use. No patient complications have been reported as a result of this event.